Manufacturer narrative:
D2b: pro code: fge, lit. G4: premarket / 510(k): k103751, k110122, k141521.

Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the moderately tortuous and severely calcified peripheral artery. A 6.0 x 200, 135cm mustang balloon catheter was advanced for dilatation. However, during second inflation at rated burst pressure for 15 seconds, the balloon ruptured. The device was removed, and the procedure was completed with a different device. No patient injuries reported, and the patient condition was good post-procedure.